Event description:
The customer reported that there was a communication failed error message displayed on the system. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The 5kva transformer was replaced. The system was tested and found to be working as intended and put back into service.